Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro instrument generated false high sodium (na), chloride (cl) and/or carbon dioxide (co2) results on 2 patient samples. Results were reported out of the lab. When a physician questioned the results, the samples were repeated the next day on another instrument in the lab and the reports amended. Customer stated that quality control (qc) prior to and after the event was within range, but did not supply the data from the day of the event. Field service engineer (fse) inspected the instrument and found a clot in the electrolyte injection cup (eic). Fse removed the clot and replaced the modular chemistry collar wash and this resolved the issue. No further problems were reported.

Manufacturer narrative:
Evaluation results: fse removed the clot in the electrolyte injection cup and replaced the modular chemistry collar wash.